Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 600 mg/dl at the time of the incident. Current blood glucose level was 346 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted to run calibration and bolus. Customer got back in auto mode feature. The device will not be returned for analysis.